Event description:
Information notes that the patient was admitted to the hospital following a syncopal episode. Interrogation found dashes for parameters. A measured data interrogation was performed and the parameters returned to proper values. The event record showed inappropriate rate increases. The rate returned to the base rate with magnet application. With a magnet taped over the device and the sensor programmed off, normal rates were observed the next morning.